Event description:
Product analysis was completed on the returned vns generator and lead. No anomalies were noted with the generator analysis, and the generator performed per specifications. Analysis of the lead portion returned did not reveal any anomalies. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. A large portion of the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product.

Event description:
Reporter indicated a patient was noted to have high lead impedance with vns diagnostics testing. The patient had "no preceding event and no symptoms." The vns was disabled. X-rays were taken which were reported as "clear." The last acceptable vns diagnostics were in (B)(6) 2011. Vns replacement surgery is likely.

Event description:
Reporter indicated on (B)(4) 2012 the patient was to have vns lead revision surgery performed on (B)(6) 2012. The patient did have the lead and generator replaced on (B)(6) 2012, and diagnostics with the new devices were within normal limits. The explanted lead and generator were returned on (B)(4) 2012 and are pending analysis.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.